Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, compromised immune resistance, periodontal disease, bruxism, peri-implantitis, mobility, stress, hygiene concerns. Implant had functioned well 2 years, patient had gradual bone loss even with regular recall.